Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced during a device upgrade. The patient's condition was good after the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.